Event description:
A hosp contacted the rptr's facility to have them evaluate the surestep pro prior to putting the device into svc at their facility. The lab conducted two parallel studies (reference method) using the one touch and the hitachi 747. The results revealed a positive bias of 22% and as high as 30%. According to the rptr, these results have been duplicated on multiple studies.